Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "unable to disconnect the cobb connector from the intubation tube in order to perform a trachcare for the patient (baby, male, 0.4 weight). Force is used to disconnect it which increases the risk of potentially extubate the patient". Additional information received states that there was no desaturation and that the patient status is stable.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "unable to disconnect the cobb connector from the intubation tube in order to perform a trachcare for the patient (baby, male, 0.4 weight). Force is used to disconnect it which increases the risk of potentially extubate the patient". Additional information received states that there was no desaturation and that the patient status is stable.